Event description:
Doctor was performing a resin restoration on #22 with patient under local anesthesia when patient reported that his lip got hot. The doctor observed a circular lesion, white in color, measuring 4mm in diameter on patients lower lip adjacent to tooth #22. Patient was instructed by the doctor to apply a cold compress to the site of the injury. Patient has had a follow up visit with the office and the injury has healed as expected with no reported complications. No further medical treatment was required for this injury. 2 of 3 possible handpieces.